Event description:
It was reported that the patient received inappropriate therapy and presented to the emergency department. The patient also had shortness of breath. An interrogation observed the implantable cardioverter defibrillator (ICD) device was unable to determine if the episode was atrial fibrillation (af) with rapid ventricular response (rvr) or ventricular tachycardia (vt)/ ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) stent graft; (B)(4) stent graft; (B)(4) stent graft, implanted (B)(6) 2013. (B)(4).